Event description:
It was reported that the device had difficulty converting an arrhythmia. Five shocks were provided by the system without success. The doctor is considering removing the system. There were no additional adverse patient effects. The system remains implanted.